Event description:
Customer's spouse stated that the cause of the death was a heart attack. However, prior to heart attack the pt was in hypoglycemic coma. Stated that the pt really did not recovered from this episode. Also stated that the night the pt died the pt was having a reaction, so the pt's spouse gave the pt a shot of glucose but the pt did not respond. Customer called to 911, and by the time they arrived the pt was dead.